Event description:
1 false positive sars result from screening patients in a nursing home facility. It is unknown if patients tested were symptomatic or asymptomatic. Customer did confirmation testing with pcr. Additional information was requested but no further details were disclosed.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.